Event description:
The account alleges the bed is flat and the only function that works is the foot retraction. The motor will run but no function moves. No pt impact.

Manufacturer narrative:
The technician asked the account to check the voltage at the coils and from the power control module board to the coils. The account stated that they are not getting magnetic pull but the pump runs. The account alleged that there are no manual functions and that the batter led is on. Technician asked the account to change the power control module. The account replaced the power control module to resolve the issue.